Event description:
It was reported that during an rotator cuff repair, the guide was located and then drilled to the stop, the q-fix implant was inserted through the guide and the implant did not fit correctly to the guide, an attempt was made to correct the direction and drill again but it was not possible to adapt correctly. The patient's health condition is stable. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The q-fix anchor is implantable, biocompatibility is not an issue if the anchor was retained. If the q-fix implant was left unsecured in the patient micro-motion or movement cannot be predicted. There is also potential risk for tissue inflammation and/or pain. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned in original packaging. The anchor is still in the insertion tube. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The cleat is not extended from the handle. A functional evaluation was performed on the returned device and found the driver was rotated to advance and deploy the anchor as the spool cleat began to descend from the body of the handle. The driver seemed to stop just before the cleat cleared the handle. However, a slight pop was felt and the cleat continued to descend and cleared the handle as intended. The anchor fully deployed and swelled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that the q-fix anchor is implantable, biocompatibility is not an issue if the anchor was retained. If the q-fix implant was left unsecured in the patient micro-motion or movement cannot be predicted. There is also potential risk for tissue inflammation and/or pain. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.